Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Product evaluation: customer complaint of calcific degeneration and stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact, moderate calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the outflow aspect host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 8mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off and returned with valve. Wireform was exposed around leaflets 2 and 3 on the outflow aspect and around leaflet 3 on the inflow aspect. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 29mm valve was explanted after an implant duration of approximately 5 years and 9 months due to severe leaflet calcification with degeneration, leading to stenosis with trans-mitral gradient between 9 and 12 mmhg and central regurgitation grade ii low - ii medium / IV. The valve was replaced with a non-edwards porcine valve. Patient was noted to be in stable conditions. The explanted valve was returned for evaluation.